Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to stenosis and/or regurgitation. Structural valve deterioration is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Therefore, the device history record was not review. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a patient with a pericardial mitral valve underwent a valve-in-valve procedure due to severe mitral valve stenosis and non-rheumatic mitral valve insufficiency. Implant duration of the pre-existing surgical valve is approximately 11 years and two (2) months, pre-procedural transthoracic echocardiography revealed a mitral valve mean gradient of 7 mmhg, vti 48.4 cm and mitral valve area of 0.54 cm2. A tmvr was successfully performed with an edwards transcatheter valve. Post-procedural mitral valve replacement measurements were following: mitral valve mean gradient 3 mmhg, vti 26.6 cm, and mitral valve area of 2.0 cm2. No significant perivalvular leak. The patient was transferred to the intensive care unit in stable condition. Patient was discharged on post operative day one.